Manufacturer narrative:
Evaluation summary: the inner insulation had a depression breach, the outer insulation of the lead developed a breach due to a depression while in vivo, the helix of the lead was extrinsically bent, there was blood on the proximal conductor, there was blood on the distal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated stretching; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was pacing inhibition observed when the patient's arm was hyperextended above the head, with oversensing noted. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).